Event description:
Patient was hospitalized for dka and dehydration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient recently underwent chemotherapy treatment for lung cancer. The patient advised that the pump was functioning properly has continued to use it.